Event description:
It was reported that a patient underwent a revisionary hernia repair procedure on (B)(6) 2011 and mesh was used. Also, covidien premacol was implanted at that time. The patient developed a fluid collection that was drained. The mesh was removed (B)(6) 2011.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-03633 and medwatch 2210968-2012-03634. The same patient is represented in each medwatch.